Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a decrease in blood pressure was noted. Angiography indicated no blood flow to the coronary artery. Subsequently, the valve was snared while cardiopulmonary resuscitation (CPR) was performed and the coronary occlusion resolved. The valve was implanted at a final depth of 4 millimeter (mm) in the non-coronary cusp (ncc). No additional adverse patient effects were reported.